Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock button was not working on the paddles when connected to the heartstart xl defibrillator. There was no patient involvement.